Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20225]. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that a pumped exhibited a non-disposable (nd) alarm and would not run reservoir volume was 9.7, rate was 2.2, given was 90.3. There was air in the line. The patient was not affected. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned however the pump's operator's manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: b5: correction: describe event or problem: updated for clarification, h10: correction: summary did not appear on initial report submitted.

Event description:
It was reported that a non-disposable (nd) pump had a won't run alarm. Reservoir volume was 9.7, rate was 2.2, given was 90.3. There was air in the line. The patient was not affected. There was no patient injury reported.